Event description:
"S/p bilateral subgladular infram 200cc bc gel's for augmentation in 1972-denies any local prob until 1999 (except encaps) when the pt began to lift the pt's with left arm-shortly there after the pt noted increased left lateral lumpiness. Mammogram and MRI indicate left rupture. Other than that the pt had some minor traumas. Pt also complains of modsystemic symptoms. Some of which are better on organic regime. These symptoms include arthualgias (+ am stiffness), mualgias, paresthesias/dysenthesias, fatigue, sleep disturbances, sweats/chills, blurred vision, memory loss, sicca, hair loss, oral sores, rashes sensitive sun/cold/chills, shortness of breath, cp, wgt fluctuations, gi/gu symptoms, otherwise healthy."